Event description:
It was reported that after pre-dilating a heavily calcified, de novo lesion in the mid left circumflex (lcx) coronary artery three times, a 2.5 x 28 xience v rx stent delivery system (sds) was advanced toward a lesion in the 1st obtuse marginal coronary artery, however, the xience v rx was unable to cross through the lesion in the lcx due heavy calcification, despite applied force. As the stent struts appeared to be crushed, the sds was withdrawn, but became stuck in the left main coronary artery. Though no resistance was felt against any devices, the sds, guide wire, and sheath were all withdrawn from the anatomy as a single unit as a precaution. The procedure was completed using a 2.5 x 23 xience v sds. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4): against resistance. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.